Event description:
No additional information was provided. Materials: 20043e batch#: 23125339 it was reported by the customer that extension tubing pulled apart at the connection point to the smartsite valve. Rcc received a complaint via email. Email(s) attached. Facility contact: (B)(6) department: materials management phone number: (b)(60 email: (B)(6) product catalog number: 20043e product description: smartsite extension set origin of the issue: product failure//design detail: extension tubing pulled apart at the connection point to the smartsite valve. Number of occurrences: 1.0 sample available: true lot number: 23125339 reported to vendor representative: yes

Manufacturer narrative:
It was reported by the customer that extension tubing pulled apart at the connection point to the smartsite valve. No product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 20043e lot number 23125339 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set separated the following information was received by the initial reporter with the : product description: smartsite extension set origin of the issue: product failure//design detail: extension tubing pulled apart at the connection point to the smartsite valve.